Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. The complaint of catheter kinked in use was able to be confirmed by the photos as they revealed a clear kink in the proximal catheter body adjacent to the juncture hub, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The complaint of catheter kinked in use was able to be confirmed by the customer supplied photos as they revealed a clear kink in the proximal catheter body near the juncture hub. However, full complaint verification testing could not be performed to evaluate the cause of the damage as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " we have had several reports of the new 20g catheter kinking". Associated complaint 9680794-2024-00714.

Event description:
It was reported that: " we have had several reports of the new 20g catheter kinking". Associated complaint 9680794-2024-00714.

Manufacturer narrative:
(B)(4).